Event description:
- -

Manufacturer narrative:
Upon receipt and completion of the device analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri)], with a battery voltage of 2.35 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was removed and replaced. There was concern that the battery had depleted more rapidly than expected. No adverse patient effects were reported.